Manufacturer narrative:
An event of the valve tabs was not fully engaged in the retainer receptacle and detached before deployment was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. One image from the field appeared to show loader inside the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for procedure using a flexnav delivery system during a transcatheter aortic valve implantation. During device preparation, the valve was loaded by a physician. There were no difficulties noted during device preparation. There were no issues leading the retainer tabs into the retainer receptacle, and there was no issue retracting the device into the delivery system. The valsalva diameter was 37mm, valsalva sinus height was 15mm, and valve orifice area was 501mm^2. There was severe calcification observed in the aortic annulus. An annulus enlargement was performed. The valve was deployed, and the valve retainer tab detached and deployed earlier than usual during deployment. The valve position was considered acceptable. An image of the valve capsule after loading was reviewed, and it was noted that one of the tabs was not fully engaged in the retainer receptacle. The valve had been misloaded. There were no adverse patient effects reported. No treatment was required. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for procedure using a flexnav delivery system during a transcatheter aortic valve implantation. During device preparation, the valve was loaded by a physician. There were no difficulties noted during device preparation. There were no issues leading the retainer tabs into the retainer receptacle, and there was no issue retracting the device into the delivery system. The valsalva diameter was 37mm, valsalva sinus height was 15mm, and valve orifice area was 501mm^2. There was severe calcification observed in the aortic annulus. An annulus enlargement was performed. The valve was deployed, and the valve retainer tab detached and deployed earlier than usual during deployment. The valve position was considered acceptable. An image of the valve capsule after loading was reviewed, and it was noted that one of the tabs was not fully engaged in the retainer receptacle. The valve had been misloaded. There were no adverse patient effects reported. No treatment was required. The patient status was reported as stable.